Event description:
Subject 26 is a (B)(6) year old female enrolled in protocol lfc 2012.04.01, as part of the lifecell sponsored post market clinical study- (B)(6). The (B)(6) year old female subject (active smoker - more than 1 pack per day) underwent a bilateral nipple sparing mastectomy with direct to implant reconstruction with silicone implants and adm (acellular dermal matrix) lifecell devices on (B)(6) 2014. 309 g of breast tissue was removed from the left breast and 451 g of breast tissue was removed from the right breast. The post-operative course was uneventful with the exception of necrosis noted on the incision line of the right breast at assessment on post-op day 14. On (B)(6) 2014 (post-op day 47), the subject presented with necrosis of the right mastectomy flap including the inferior border of areola complex. During debridement, the skin flap necrosis was initially dry with very poor vascularization of the flap. The necrotic area of the right mastectomy flap started to become wet in a few days and exposure of the lifecell device occurred in the right breast. The subject continued to experience difficult wound healing, including a small amount of transudation of the wound on the left breast but no exposure of the device or implant occurred on left side. It was reported that there was no infection or fever and lab tests were within normal range. Surgical revision of the breast pockets was performed and the implants were replaced in both breasts. During the revision, it was noted that the superior border of the adm devices were not integrated in the tissue in both breasts. A few millimeters of the adm devices were removed from both breasts in order to facilitate pocket closure and were discarded; the remainder of both adm devices was left implanted. No cultures were performed since there were no signs of infection or fluid accumulation into the pocket. The subject is reported as in good health with wounds perfectly closed. The sae resolved without further complications on (B)(6) 2014. The trial's investigator determined that this event was possibly related to the devices and possibly related to the procedure. In the investigator's opinion, the flap necrosis was probably the first cause of the exposure of the lifecell device and implant in the right breast. It is a very common complication of a heavy smoker undergoing a mastectomy. It is possible that after the initial partial dry skin necrosis of the flap, the lifecell devices contributed to fluid accumulation which resulted in difficult revascularization and wound healing complications in both breasts.

Manufacturer narrative:
Method: - review of information reported to lifecell. - review of device history record for lot sp100067. - review of lifecell complaint system. Results: - investigation into lot sp100067 resulted in no remarkable findings, including acceptable sterilization and no deviations or non conformances revealed during processing with product or patient impact. - a query of the complaint management system on (B)(4) 2014 revealed no other complaints against lot sp100067. - (B)(4). - lot sp100067 met all qc release criteria. Conclusion: device not returned - the devices remain implanted. Conclusion: this event is being reported due to the trial investigator's assessment of the event being possibly related to the device and possibly related to the procedure. Internal investigation into lot sp100067 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against lot sp100067 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with product or patient impact. Although the wound necrosis with implant and device exposure in the right breast and the wound healing issues in the left breast required surgical intervention, the lifecell devices were left in place. The wound healing complications and device exposure reported are anticipated post-operative complications in breast reconstruction procedures with or without the use of an adm. Patient comorbidities, such as this patient's smoking history, are known contributing factors in breast reconstruction complications related to wound healing and necrosis. Based on the internal investigation resulting in no remarkable findings, the events are unlikely related to the lifecell devices. The subject is reported as in good health with wounds perfectly closed. The lifecell devices remain implanted and the sae resolved without further complications. Devices remain implanted.

Manufacturer narrative:
Method of evaluation: review of additional information reported to lifecell; review of lifecell complaint system/ results of evaluation: no additional device history record review was required. Refer to original report for device history review. A query of the complaint management system on (B)(6) 2014 revealed no other complaints against lot sp100067. As of 12/08/014, of the (B)(4) devices released to finished goods, (B)(4) devices were distributed, including (b)(4 devices reported as implanted. Conclusion code: device not returned. The device remains implanted conclusion code: (other). Refer to the original report for the investigation and conclusion for the sae occurring on (B)(6) 2014. This sae of wound dehiscence of the incision line on the left breast was treated with medical intervention consisting of hospitalization where the wound was washed out and sutured, with a dressing applied. The patient was discharged on the same day and recovered from this sae on (B)(6) 2014 with the lifecell device in place. The wound healing complication reported is an anticipated post-operative complication for this type of surgical procedure. Due to the patient being an active smoker, there is an increased risk for wound healing complications. Based on the internal investigation resulting in no remarkable findings, this event is unlikely related to the lifecell device. As reported in the initial report, the internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints against lot sp100067 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with product or patient impact. Although the wound necrosis with implant and device exposure reported in the initial report submitted on 10/16/2014 required surgical intervention to replace the implants, the lifecell devices were left in place. The wound healing complications which occurred on pod 33 and pod 47 are anticipated post-operative complications for this type of surgical procedure. Based on the internal investigation resulting in no remarkable findings, the events are unlikely related to the lifecell devices. During the revision, it was noted that the superior border of the devices were not integrated in the tissue in both breasts. A few millimeters of the devices were removed in order to facilitate pocket closure, the remainder of both devices were left implanted. The subject is reported as in good health with wounds perfectly closed. The two saes reported have resolved without further complications. The saes are being reported due to the trial investigator's assessment of the event relationship as possibly related to the device and possibly related to the procedure. Device was left in place.

Event description:
This is a follow up report to the initial MDR 1000306051-2014-00170 filed on 10/16/2014. Subject 26 is a (B)(6) female enrolled in protocol lfc (B)(4), as part of the lifecell sponsored post market clinical study- (B)(4). During study monitoring, an additional serious adverse event (sae) was discovered for this subject. While this sae is being reported in a follow up report, the event occurred before the sae reported in the initial report which occurred on (B)(6) 2014 ((B)(4)). The time line is as follows: as reported in the original manufacturer's incident report, the (B)(6) female subject (active smoker - more than 1 pack per day) underwent a bilateral nipple sparing mastectomy with direct to implant reconstruction with silicone implants and adm (acellular dermal matrix) lifecell devices on (B)(6) 2014. 309 g of breast tissue was removed from the left breast and 451 g of breast tissue was removed from the right breast. The post-operative course was uneventful with the exception of necrosis noted on the incision line of the right breast at assessment on post-op day 14 (pod 14). It was reported to lifecell on 11/13/2014 that on (B)(6) 2014 ((B)(4)), the patient presented with dehiscence of incision line on the left breast with risk of exposure to the implant and device. The patient was hospitalized and the wound was washed out and sutured, with a dressing applied. The patient was discharged on the same day and recovered from the sae on (B)(6) 2014. The strattice remained in place. The principal investigator determined that this event was possibly related to the device and possibly related to the procedure. As reported in the original manufacturer's incident report submitted on 10/16/2014, the patient subsequently presented with necrosis of the right mastectomy flap including the inferior border of areola complex on (B)(6) 2014 ((B)(4)). Refer to initial report 1000306051-2014-00170 for original sae description.